Event description:
A ventilator was returned to the manufacturer for service. There was an allegation water entered the device. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log and water ingress was confirmed. The device's oxygen blending module board, system board and flow sensor assembly were replaced to address the issues. The user manual states, "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter."